Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2016-10383. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
During a shoulder procedure, the healix anchors were well inserted, the traction is done to make the knot, but the sutures break off half, leaving as fraying difficult to tie the anchors. As the thread broke, the surgeon made the final knot with a grasper clip, but it was done with great difficulty, and long delayed. Since only the suture which is outside the anchor ruptured, the anchor remained well fixed. The patient did not need further treatment or action. Also, there were no serious injury to the patient. Additional information from affiliate 9-14-16: the suture broke when it began to be pulling to see if the anchor was well positioned. The surgery extended 1 hour plus, as the "ends" of the suture were very small so it got hard to do the knot and also because the surgery was via arthroscopy. The ends/parts of the suture will be returned.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted on two lots and the results indicate that both batches of products were processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for both lots of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The customer does not know which lot number had the failure and provided two possible lots. The lot number, manufacture date and expiration date is provided below. Lot: 3865714; mfg date: oct 16, 2015; exp date: sep 30, 2018. Lot: 3861038: mfg date: sep 9, 2015; exp date: jul 31, 2018. (B)(4).